Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that the balloon failure to inflate occurred. A 3.5mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, the balloon was unable to inflate during the first inflation at 6 atmospheres. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.